Event description:
An drill bit used in a makoplasty total hip arthroplasty procedures with the robotic arm interactive orthopedic system (rio) malfunctioned during a case and broke. The tip of the drill bit had to be retrieved from the patient wound. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.